Event description:
It was reported that during pump revision surgery, the catheter was confirmed to be fractured. The pump was replaced at the time, but the catheter will be replaced at a later date. The manufacturer representative consulted with technical services to inquire about leaving the baclofen infuse subcutaneously at 12 mcg; to which they replied that this would be up to the physician, if they were ok with the patient getting the medication. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results other = catheter.